Event description:
The report received from the (B)(4) study indicated that one day after pta, the patient had a cerebrovascular accident. Baseline nih and rankin scores were 0, respectively. The patient was also asymptomatic. Pta was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with moderate vessel tortuosity. The arch ii lesion was eccentric and mildly calcified. The lesion was pre-dilated and a 6mm medium support angioguard embolic protection device was successfully deployed. Then an 8x40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosed measured 0%. The angioguard was successfully removed. There were no procedural complications and the patient was neurologically intact upon leaving the angio suite. On the following day, the patient experienced difficulty with his speech. He was seen urgently by the stroke team. At the time of evaluation, he was back to baseline. His symptoms resolved spontaneously. Neurology's impression was that he had transient left cerebral ischemia. No diagnostic testing was performed. No additional treatment was indicated. There was partial recovery with minor residual deficits. This event was reported as an ischemic stroke. The patient was discharged on the following day on asa and clopidogrel. The nih stroke scale score was 0 and the rankin stroke scale score was 1. During the 30 day follow-up, the nih stroke scale score was 0 and the rankin stroke scale score was 1. The baseline and the follow-up neurological exams were performed by the same evaluator.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(4) study indicated that one day after having a stent deployed in the left internal carotid artery the patient had a cerebrovascular accident. The lesion was pre-dilated and an angioguard embolic protection device was successfully deployed followed by deployment of a precise pro rx stent. The residual diameter stenosis measured 0%. The angioguard was successfully removed. There were no procedural complications and the patient was neurologically intact upon leaving the angio suite. The patient's medical history includes CABG and high risk criteria of a contralateral carotid occlusion, previous cea, recurrent stenosis and age (B)(6). On the following day, the patient experienced difficulty with his speech. He was seen urgently by the stroke team. At the time of evaluation he was back to baseline. His symptoms resolved spontaneously. Neurology's impression was that he had transient left cerebral ischemia. No diagnostic testing was performed. No additional treatment was indicated. There was partial recovery with minor residual deficits. This event was reported as an ischemic stroke. The patient was discharged on the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15329303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.